Event description:
A patient reported feeling radiation sensation during a "deep tissue" stimulation at their physical therapist's (pt) office. The patient stated they went to their pt for transcutaneous electrical nerve stimulation (tens) therapy only 3 times a week for the 1st year and a half after the implantable neurostimulator (ins), with no issues at all. They used the tens with moist heat packs and 16 electrodes that would be placed above their ins. Usually, the patient had this treatment on their back. Recently, they went to another healthcare provider (hcp) and got the stimulation in their feet. When the hcp decided to try "deep tissue" stimulation the patient reported feeling pain along their spinal column and the front of their chest while laying down. They described the pain as radiation pain and then later as sharp immense pain in the front middle of the chest. The patient stated that they had been going to the new hcp for 5 weeks and never had a problem until the day prior to the report and then later stated is happened on the saturday prior to the report, too. The event was noted as sudden and the symptoms stopped when the therapy stopped. The patient noted they had metal in their feet where they perform the tens therapies. They also noted that they have a cardiologist that they had not seen in a while and they were going to make an appointment to see them too to rule out any cardiac issues. The implantable neurostimulator (ins) was indicated for fecal incontinence, gastrointestinal, pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.